Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Paraplegia: on thursday, (B)(6) 2026, an evar was performed for a left common iliac artery aneurysm. There was no aneurysm in the abdominal region. After embolization of the left iia, the ima was embolized. After implanting the treo main bifurcated stent graft (28-b2-24-100u), a leg extension stent graft (28-l2-24-080u) was implanted contralaterally (right), and a leg extension stent graft (28-l2-13-140u) was implanted ipsilaterally (left). A balloon touch-up was performed, and the procedure was successfully completed without endoleak. After the patient awoke from anesthesia, he/she reported having sensations in both legs but being unable to move them, leading to a diagnosis of paraplegia. Lumbar drainage was performed, and the paraplegia is showing a trend toward recovery. As of (B)(6), the mmt score has improved to grade IV, but close monitoring is required. Physician's comment: paraplegia occurs to some extent with tevar, but this was my first case of paraplegia in evar. Regarding embolization of vessels, the ima and the left eia (for the device landing in the left eia) were embolized. Since the lumbar artery was not embolized, the cause of the paraplegia is unclear. The causal relationship between the device and the event is unclear, as this event has never occurred in evar before. Ancillary devices: 28-l2-24-080u and 28-l2-13-140u operation type: evar blood loss: none. No image available due to hospital policy no pre-case plan available due to hospital policy additional information available upon request. (Tc#(B)(4) patient outcome: "the patient is recovering."